Event description:
It was initially reported that the pump was refilled with a dose increase by 10% on (B)(6) 2011 and the following weekend, i.e. 5 days later, patient experienced symptoms of confusion. It was later that the cause of the event was unknown; patient was admitted to the hospital with pneumonia. It was added that patient was given a prescription from his primary for oral baclofen to be taken only if his pump malfunctioned; however, the patient was taking orals along with his intrathecal baclofen which created his side effects. Patient recovered without sequel. Drugs delivered via the device were compounded baclofen, morphine, bupivacaine and clonidine.

Manufacturer narrative:
Concomitant medical products: catheter proximal rev seg model: 8596sc serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk; catheter distal rev seg model: 8598a serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter distal rev seg model: 8598a serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk; programmer model: 8835, serial #: (B)(4).